Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter inside the packaging. The product package, pouch, and device were visually inspected. The box and pouch were both open. The pouch was opened along the poly-tyvek seal. The bsc seal was still intact. The device was still in its carrier tubing. The compliance chart had been peeled and reapplied to its backing and was also adhered to the carrier tubing of the device. There was blood and contrast on the outside of the hub. Operations engineering was contacted to review the packaging and it was agreed that the packaging was sealed when it left manufacturing facility. Inspection of the remainder of the packaging and device presented no other damage or irregularities.

Event description:
It was reported that device contamination occurred. After opening the package of a 2.00mm x 12mm emerge balloon catheter, it was observed that the inside package was already opened and the device was unsterile. The procedure was completed with another emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that device contamination occurred. After opening the package of a 2.00mm x 12mm emerge balloon catheter, it was observed that the inside package was already opened and the device was unsterile. The procedure was completed with another emerge balloon catheter. No patient complications were reported.